Event description:
It was reported the patient¿s implantable cardioverter defibrillator was incapable of being interrogated despite the use of different programmers. The engineering test page was accessed and interrogation access was thereby restored to the device. The subsequent interrogation results were normal and the patient will be followed-up normally.